Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not switch on. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 10th may 2017. Corrosion was observed on multiple critical circuits on the pcba including the on/off circuitry had resulted in the reported fault. Information from the history log shows the device performed to specification up to the 23rd july 2017. Therefore, the reported failure would have occurred after this date. The corrosion observed on multiple components on the pcba and device screws would indicate the device had been subject to prolonged exposure moisture ingress. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device will not switch on. No patient involved.